Manufacturer narrative:
A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Tracked the shaver blade without issue. Verified and tracked the tracer and straight pointer without issue. Reported issue could not be replicated. A medtronic representative, following-up at the site, reported the navigation system was used successfully for several cases without issue - system functioning normally. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
The device was returned to the manufacturer for analysis. When the field generator was connected to a test system with the cranial application, the device intermittently displayed red tracking status. The application showed error "axiem emitter low drive error". Diagnostics showed a fault on coil #1. Pin 2 to pin 3 on the cable (coil #1) was intermittently open. The reported event was confirmed to be caused by an electrical failure mode. The device was replaced to resolve the issue.

Event description:
A medtronic ent representative reported that, while in an ear, nose & throat (ent) procedure, the site alleged intermittent success with tracking their instruments. It was stated that the instrument tracker flickered between red and green status inside the nasal passageway. In trouble-shooting, the medtronic representative re-booted the navigation system and instrument tracking was restored. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.